Event description:
It was reported that the cause of the respiratory failure was due to the patient¿s condition. A tracheotomy was performed, and the patient was managed with a ventilator for 15 days which was eventually weaned off. This event is related to the surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The heartmate ii lvas instructions for use (IFU) lists potential adverse events including respiratory failure, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed respiratory failure on (B)(6) 2018. A tracheostomy and 15-day intubation were performed. There was no causal correlation with the device because the patient had a history of poor lung function.